Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's fathrer was reported via phone call that the customer passed away at home. The cause of death was diabetes and diabetic ketoacidosis. The caller stated that the customer had diabetes that may have led to the customer's passing. The customers blood glucose was unknown mg/dl at the time of death. The customer was wearing the insulin pump at the time of death. It was unknown if the customer was using sensors. It was unknown if the customer's insulin pump was on auto mode at the time of passing. The caller stated that they believe the customer's pump was working fine but the infusion set cannula was kinked, which caused him to pass out due to diabetic ketoacidosis. Insulin pump will not be returned for analysis.